Manufacturer narrative:
In response to FDA report number: mw5101414. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported via regulatory agency a left side "skin rashes." Patient additionally reported "abnormal lab test after receiving allergan textured breast implants, positive ana, abnormal thyroid even on treatment, arthritis, significant increase in all over joint stiffness and pain, thyroid nodules, difficulty swallowing, difficulty breathing at times, insomnia, fatigue dry eyes, and stomach pain"; these events are not device related. Patient reported capsular contracture baker grade unknown. The device has been explanted.

Event description:
Patient reported via regulatory agency a left side "skin rashes." Patient additionally reported "abnormal lab test after receiving allergan textured breast implants, positive ana, abnormal thyroid even on treatment, arthritis, significant increase in all over joint stiffness and pain, thyroid nodules, difficulty swallowing, difficulty breathing at times, insomnia, fatigue dry eyes, and stomach pain"; these events are not device related. Patient reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of arthritis-rheumatoid, lupus, capsular contracture and skin rash/dermatitis was reviewed on 30-ago-22. Visual analysis of the photographs identified red biological tissue in the shell.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.